Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level due to the issue was above 600 mg/dl. As a result, the customer went to the emergency room (ER) and was treated with intravenous fluids as well as a correction bolus and manual injection of insulin. The customer also had a ketone level that was deemed life threatening by the healthcare provider. Treatment resolved with no injuries and the customer was discharged from the ER later the same day. The customer reverted to an alternate method of insulin therapy.